Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) lead were dislodged and presented loss of capture. It was suspected that the leads have pulled back due to the patient having twiddle syndrome. The dislodgement was confirmed through x-rays. The leads were successfully repositioned. No additional adverse patient effects were reported.